Event description:
The doctor claims that the graft was implanted in 1999, for an abdominal aortic aneurysm repair. Eight days later (post operative day #8), in 1999, the pt developed a fever of 39.1 degrees celsius with an elevated white blood cell count. This lasted until post operative day #16 (1999). Antibiotics were given (flumarin, sulperazon and sedes-g) and the fever went down to normal on post operative day #17 (1999). The graft was left in. The pt is doing well, now.